Event description:
It was reported that the patient had severe dysphagia, migration of 2 beads into esophageal wall, 2 beads migrated completely through the wall. Complete removal of magnetic tape with intraop. Gastro and blue sample.

Manufacturer narrative:
(B)(4). Date sent: 9/18/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 26630, and no related nonconformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023. Additional information was requested, and the following was obtained: what is meant by ¿gastro and blue sample. ¿ control after explantation by a blue sample (tightness test) intraoperatively by the gastroenterologist and a gastroscopy. What was the date of implant? (B)(6) 2021 (incl. Hiatusplastic) what was the date of explant? (B)(6) 2023. Has the patient had any dilations, egd, or other procedure between the linx implant and discovery of the erosion? No. Please describe and include the dates of the procedures. Are pictures or videos available? No. Where were the eroded beads positioned? Two beads intraluminal. Which best describes the device removal approach? Endoscopically removed the eroded beads initially & laparoscopically removed the device at a later date. Endoscopically removed the eroded beads & laparoscopically removed the device the same day. Yes. Endoscopically removed the entire device. Laparoscopically removed the entire device yes. Was the patient stented? No. What is the current condition of the patient? Discharged from the hospital.